Manufacturer narrative:
Visual and microscopic examination identified proximal stent damage. The struts on rows 1 to 5 were misaligned and bunched. The remaining proximal to middle stent struts were flared. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical and or procedural factors. (B)(4).

Event description:
Reportable based upon analysis completed 07/24/2009. It was reported, that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties were encountered. The 85% stenosed de novo target lesion being treated was severely tortuous located in the left anterior descending (lad). Intravascular ultrasound (ivus) was not used, and the vascular access site was femoral. The procedure was successfully completed with a plain old balloon angioplasty (poba). No pt injuries or complications were reported. Pt condition listed as "good." However, product analysis revealed stent damage.